Manufacturer narrative:
(B)(4) finished the evaluation. Corrective actions are in progress for this issue.

Manufacturer narrative:
Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication, livanova (B)(4) learned that the customer routinely tests water samples taken from the patient and cardioplegia ports. The sample taken from the patient port (B)(6) 2017 tested positive for ntm, while the sample taken from the cardioplegia port on the same day tested negative. The customer plans to return the device to livanova (B)(4) for deep disinfection. It was also reported that the customer has cleaned the device regularly according the instruction for use (IFU). The device was placed inside the operation theater approximately 10-12 feet from the patient during use, with the fan directed away from the operation field. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with non-tuberculous mycobacterium. There is no known patient involvement.